Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that ongoing high shock impedance alerts have occurred for this device and right ventricular lead. No remedial action is planned as the physician is aware of the chronic, ongoing issue. No adverse patient effects were reported.

Event description:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead caused a red alert to be declared due to an out of range high shock impedances measurement greater than 125 ohms. No adverse patient effects were reported. Both the device and lead remain in service.